Event description:
It was reported that a patient was involved in a motorcycle accident that broke a replacement ilet, and the patient requested an overnight replacement while using backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included continued diabetes management on backup therapy without device-generated alerts or alarms. Investigation included intake of incident details, verification of device return, and request for damage documentation. Investigation of this device revealed physical damage to the device consistent with external trauma, characterized as screen broken or cracked on the hardware component. It was concluded, based on previously established findings for similar reports, that the cause was external damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.